Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that there was wound infection. Infection at the implantation site was confirmed, and hospitalization was scheduled for (B)(6) 2025 with removal planned for (B)(6) 2025. Although contact was made by the attending physician, details of the symptoms were still being investigated. A tendency towards increased susceptibility to infection was observed in the patient with chronic limb-threatening ischemia (clti) which may have caused the event. The physician's opinion regarding severity was severe. The physician's opinion regarding the causal relationship was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that since the patient lost 17 kilograms after the implant, the skin over the ins pocket had become thinner. This resulted in the formation of an ulcer at the corner of the pocket, and pus was now coming out. The patient was hospitalized and under observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the attending physician indicated that the patient had been discharged once as of (B)(6) 2025. It was noted however that the patient had ¿passed away due to worsening ischemic symptoms in the lower limbs, which was the original disease.¿ it was stated that in the attending physician¿s opinion that ¿there was probably no causal relationship with infection of the scs (spinal cord stimulation) device.¿ no further device-related complications were reported.